Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 187 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The meter and test strips were returned for evaluation. A new contour meter kit was sent to the customer.